Event description:
The customer reported that the trocar broke when inserting instrument. The chandelier was replaced and the procedure was completed. There was no patient impact.

Manufacturer narrative:
One opened 25 ga trocar handle/blade assembly with a protector and a cannula/hub assembly on a chandelier in a pouch was received for the report of the trocar was broken. The returned trocar cannula/hub assembly was visually inspected and was found to be conforming. The cannula/hub assembly was then functionally tested with the push out test and was found to be conforming. The product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore the trocar broken issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the trocar broke when inserting instrument. Additional information has been requested.